Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable straps were used. Staple not dispensing properly. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: any patient consequences?. Unknown but no. Please explain in detail what was the issue with the device: did the device jam? Unknown. \when the trigger was depressed, no straps were deployed? Unknown. Straps were deployed but straps were not adhering to tissue or mesh? Yes. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The name of the person completing this complaint is on the form that was packed with the complaint. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.